Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a scheduled follow-up, decrease in sensing and loss of capture due to high threshold was observed. Lead dislodgement was noted on x-ray. Lead was explanted and replaced. Patient's condition was good post-procedure.